Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire and was blocked. Another reload was opened, but the same issue occurred. There was no patient injury.